Manufacturer narrative:
This device was originally reported as an ems cot. Upon completion of the device evaluation it was identified that this is a cot fastener. The reported device issue has not previously, and is not likely to, result in serious injury or death to the patient or caregiver.

Event description:
It was reported by the customer that the cot gets stuck coming out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the cot gets stuck coming out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.